Event description:
It was reported to boston scientific corporation that an ultratome xl was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the biliary on (B)(6) 2020. According to the complainant, during preparation, the ultratome was checked whether they are able to bow it or not before entering into the body. They observed that the wire was dislodged from one end. Reportedly, the ultratome failed to bow and confirmed that the cutting wire broke. The procedure was completed with another ultratome. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Correction - block g1 (MFR site facility name): corrected from boston scientific de costa rica s.r.l. To boston scientific corporation. Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: the returned ultratome xl was analyzed, and a visual evaluation noted that the cutting wire was detached, bent, and blackened. Additionally, the device was observed under magnification and the cut of the cutting wire was not smooth. A functional evaluation could not be performed due to the condition of the device. No other issues with the device were noted. The reported event was confirmed. Upon analysis, the cutting wire was found detached, bent and blackened. Based on the condition of the cutting wire and on complaint information that the device did not enter into the body, the failure found could have been generated if the device was energized before the procedure and was not in contact with tissue during energization. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the biliary on (B)(6) 2020. According to the complainant, during preparation, the ultratome was checked whether they are able to bow it or not before entering into the body. They observed that the wire was dislodged from one end. Reportedly, the ultratome failed to bow and confirmed that the cutting wire broke. The procedure was completed with another ultratome. There were no patient complications reported as a result of this event.